Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed "door not fully latched". There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom " 'door not fully latched' alarms", determined to be caused by a loose upper link screw. The link screws were replaced to correct this condition.